Event description:
In 2004, a patient experienced a complete disconnection between line and clamp of the transfer set (pd bag side) after five months of use. The transfer set was changed and the patient received prophylactic antibiotics. There were no clinical consequences.

Manufacturer narrative:
Device sample has not yet been received for evaluation. A follow-up report will be submitted when the evaluation is completed.